Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported incomplete cuts in both the donor tissue and patient during a keratoplasty procedure. Incomplete cuts occurred on the bottom in both the patient and on the donor tissue. The surgeon used scissors to complete the separation of the corneas. The patient is okay. The clinical applications specialist reported that the surgeon took a long time docking on the patient. Suction time was around five minutes and repeatedly removed and replaced the cone. Docking was not perfect at the end.

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. Review of the logfiles for the day of treatment showed no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile showed successfully performed treatments. During the reported treatments, the user needed a very long time to get suction but there was no problem with the vacuum. The energy was stable during the treatment day. No technical root cause could be identified. Clinical applications review has been performed and stated the following: it was reported that a surgeon had an incomplete cut with the femtosecond laser in both donor and patient during a keratoplasty case. Incomplete cuts in the bottom of both resulted in the use scissors to complete the separation of the cornea. Using surgical instruments, the case was completed and the patient is okay. The evaluation of the logfiles showed no irregularities regarding the device itself and was within the specifications. The treatment report showed suction times for the patient and for the donor which indicated issues during the treatment process. The attached video showed multiple re-dockings of the suction ring and multiple re-dockings of the cone. The first docking showed too much patient movement, tilt of the eye and an eyelash between the cornea and the cone. The doctor tried to reposition the patient while suction one was still active and because the big movement touched the surrounding skin of the patient with the cone. Suction two did not build up because of the height and the eyelash. The surgeon did not bring the cone deep enough onto the eye and waited a long time so that the patient could move in between which decentered the docking of the cone again. After the first suction, the eye was already very red and swollen and a very prominent ring caused by the suction could be seen on the conjunctiva. After multiple trails of docking, mucus and other liquids could be seen on the applanation side of the cone. It can be seen that the patient had loose conjunctiva and a weak holding force of the eyeball itself. A lot of movement was noted during the docking process. The cornea seemed to be applanated with folds shortly before starting the treatment. During the cutting process, a short suction loss occurred which then seemed to stabilize itself again. The video also showed the docking and the cut of the donor cornea. It could be seen that the positioning of the graft was decentered which could have led to a tilt of the graft and therefore to an unequal distribution of the corneal thickness. The docking of the graft was also decentered and it seemed that the cornea was not fully applanated before staring the cutting process. In addition, the surgeon waited a long time to start the cutting process without repositioning the docking. The cut started on the left side and therefore is a sign that the graft was tilted. It seemed that the cut also touched unapplanated areas and therefore could not be completed. We cannot say with certainty, which of the mentioned influenced and might have caused the incomplete cuts because it might be a combination of all of them. In general, it is not recommended to re-dock more than two times because of the reaction of the corneal tissue. Due to the multiple docking trails, the cornea might be swollen which changes the thickness and therefore the depths of the cut and it´s completion. This might have been the strongest influence in this case. We recommend strongly reviewing the docking principles with the customer. The root cause could be determined as user handling. The manufacturer internal reference number is: 2020-00331.